Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor alarm. The customer began troubleshooting and claims the issue persisted despite having already swapped out the console. The patient's blood pressure was stable with no recent changes. Mean arterial pressure (map) was in the 70s. The customer attempted to invoke calibration again, but had the same issue. They were then advised to switch to the central lumen and transducer for pressure. This was done so successfully with the fiber optic disconnected. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4) h3 other text : device not returned.

Manufacturer narrative:
Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor alarm. The customer began troubleshooting and claims the issue persisted despite having already swapped out the console. The patient's blood pressure was stable with no recent changes. Mean arterial pressure (map) was in the 70s. The customer attempted to invoke calibration again, but had the same issue. They were then advised to switch to the central lumen and transducer for pressure. This was done so successfully with the fiber optic disconnected. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.